Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure the initial approach for the index surgical procedure? Any concurrent procedure/device implantation? When was mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Please provide the date of mesh exposure was removed and resutured. What were the findings? Other relevant patient history/concomitant medications if applicable, will product be returned, return date, tracking information are there any pictures available for evaluation? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. The patient experienced a small mesh exposure. It was also reported that the patient was unhappy to have mesh removed as very pleased with the cure of her stress incontinence so skin released from around the exposed mesh and re-sutured over it under local anesthetic. Additional information has been requested.